Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder did not enunciate as expected. Although requested, customer did not upload pump data for review. Customer's blood glucose level was 245 mg/dl. Customer set a new site reminder, and reported the reminder enunciated as expected.